Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor. The evaluation confirmed that gel was leaking from the front therapy electrode. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The essential performance capability of the belt was not affected. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had a rash under her left breast underneath the front therapy electrode (te). The patient reported bumpy and itchy skin about the size of the te pad. It was also reported that gel was leaking from the te. Follow-up indicated that the rash had gone away and that the patient's physician prescribed something to help the rash.